Event description:
It was reported that that a bridge bolus was incorrectly performed. The health care provider (hcp) entered 25 milligrams in for the old drug desired dose. The hcp thought the programmer was asking for the new concentration rather than the dose per day. This bolus had run for an hour¿s time and the patient had received 1.04 milligrams in the hour that the bolus ran. The patient was called back to the clinic. The hcp did not want to run a bridge now and was ¿ok¿ with the lower dose since the patient already received some extra drug. No adverse effects to the patient were reported. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).